Event description:
Reportedly, the device reached eri (battery impedance about 11 kohms) 3 months after the penultimate follow-up ((B)(6) 2015) when the estimated residual life was 5 months. The device was replaced and will be returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.

Event description:
Reportedly, the device reached eri (battery impedance about 11 kohms) 3 months after the penultimate follow-up ((B)(6) 2015) when the estimated residual life was 5 months. The device was replaced and will be returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.